Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose level and the insulin pump had a blank display. The blood glucose level of the customer 40 mg/dl. Troubleshooting was preformed and the customer confirmed blank display. The customer was advised to disconnect from the pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted.device passed the displacement test. Pump received with normal operating current.pump passed self test. Device passed off no power test.